Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿burnt traces on the overlay¿. The unit was triaged and the reported issue was confirmed. The unit was then disassembled, ingress was found on front housing. The original overlay/ keypad was investigated and discolored traces were found. An attempt was made to clear the discoloration via alcohol (ipa) but it couldn't be cleaned. This solidified the claim that the discoloration was due to thermal damage. Liquid ingress caused corrosion, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on 26-apr-2017, the service tech found the unit had burnt traces on the overlay.

Manufacturer narrative:
Corrected information: sex: (B)(6). If information is provided in the future, a supplemental report will be issued.